Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed an "error 109" message. The complainant indicated that there was no pt involvement in the reported malfunction.